Event description:
It was reported that the patient presented remotely via (B)(6). Review of the transmission revealed that the implantable cardiac monitor was unable to pair. No intervention was performed the device showed it had connected the next day. The patient was in stable condition.